Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter was powering off during use. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter power issue began on the evening of (B)(6) 2016. The patient reportedly manages her diabetes with a combination of insulin (lantus 9-11 units) and oral medications (metformin, tradjenta and cortisone).the patient denied taking any action regarding her usual diabetes management when she was unable to test due to the alleged issue. The patient stated at an unknown time prior to the start of the meter issue, she developed the symptom of "sleepy". On the evening of (B)(6) 2016 she claimed that she self-treated by altering her insulin dose. She was unable to provide details regarding the magnitude of this change. During troubleshooting the csr was able to confirm that this was not the first usage of the device and that it had not been misused. It was confirmed that the meter battery did not require charging. The csr educated the customer on the meters behavior and auto-shutoff mechanisms but was unable to resolve the issue. Products were requested back from the patient for evaluation and replacement products sent out. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptom does not meet lfs' serious injury criteria, nor did they receive any medical intervention due to the reported issue. Additionally, the patient was already symptomatic prior to the start of the alleged meter issue; therefore, the alleged meter issue did not contribute to the onset of symptoms. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.